Event description:
Caller reported a discrepancy between the displayed and actual time on the pump which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in excessively high or low blood glucose values. Cts assisted the caller in updating the time and date settings on the pump and educated them that an incorrect date should not affect insulin delivery but may affect uploads and reports. Caller was advised to monitor and follow up if the time discrepancy recurs and acknowledged the instructions.